Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer had low and high blood glucose. It was reported that customer was found passed out and was taken to the hospital on (B)(6) 2014 with blood glucose of 29 mg/dl. Another hospitalization was on (B)(6) 2015 with blood glucose of 40 mg/dl. Customer treated with glucose liquid and juice. Troubleshooting showed that there was more insulin in reservoir than what showed on status screen. It was also reported that customer had blood glucose of 600 mg/dl and was sick to her stomach. Customer also had high blood glucose of 519 mg/dl and experienced symptoms of stomach ache, frequent urination, thirst, and diabetic ketoacidosis. Customer had an emergency room visit on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer's blood glucose dropped to 272 mg/dl and was released. Troubleshooting could not continue as customer did not have tubing clamp. Customer will call back when in receipt of tubing clamp.